Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having a blank screen display after changing battery. Customer was not aware that display screen was blank which caused high blood glucose. Customer's blood glucose was 470 mg/dl. Customer reported of changing battery and battery cap and received a battery out limit alarm and battery was not out of insulin pump for greater that time permitted. Alarm history showed excessive motor error alarms. Customer reported that insulin pump was exposed to airport scanner. Customer was not able to troubleshoot. Customer was advised that insulin pump would need to be replaced.